Event description:
Caller reported a malfunction on pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance for resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to report any recurring issues.